Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that the flap was re-floated due to epithelial ingrowth in the patient's right eye (od) on (B)(6) 2019. The initial surgery date was in 2001. Post-op manifest refraction (mr) od: +2.75 -2.00 x 155. Best spectacle corrected visual acuity (bscva) is 20/20. No loss in vision reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.